Event description:
A discrepancy between axial and coronal views of the tumor targets have been noticed.

Manufacturer narrative:
The image studies sent ot elekta contained coronal and axial images obtained with two different settings. Axial and coronal images with the same contrast settings were fused. When shifting the contribution from axial and coronal study using the mixing functionality the anatomical structures gradually moved. This is an indication of the discrepancy between the axial and coronal studies. Mr images are suusceptible to spatial distortions caused by several factors, which include inhomogeneities of the constant magnetic field, nonlinearity of the gradient field, linear scale error, instrument imperfections, magnetic susceptibility artifacts, and local magnetization effects. The maximum distortion appears most commonly in the coronal direction. The "instructions for use" for gammaplan includes information that correction of distorted images are not done by the software and contains a warning stating that the user should have a standard procedure for stereotactic localization and measure the geometrical distortions with a water phantom to ascertain that such distortions remain within acceptable tolerance limits. The importance to only use non-magnetic materials with mr imaging is also stated.